Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the gear seized, jammed and was moving heavy on the battery handpiece device. It was further determined that the gear was leaky and the housing was damaged. It was determined that the magnets were broken by the trigger and the module did not work in the handpiece device. It was further determined that the device failed pretest for general condition, check for leakage, check of free moving, check function of all modes and check response of on/off trigger. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.